Event description:
Fire originated in the rnicu using the radiant warmer. It is believed that the fire oriinated at the connection between the detachable power cord and the radiant warmer. MFR was notified immediately and its field engineer provided clamps for adequate strain relief on the cable. There were no pt or staff injuries related to this incident.